Manufacturer narrative:
System analysis/service repair was performed on november 05, 2015 and the resonator s/n (B)(4) was returned on december 02, 2015. Product evaluation: the resonator evaluation was completed on january 07, 2016. The evaluation noted red and black cable not connected; yag rod was pushed forward and rod housing was down rev; both lbos were moisture damaged; coupler cover was stuck and down revision and low power on final test was noted. The diode, both lbos, desiccant, coupler cover; yag rod with rod housing and end caps were replaced. The resonator was realigned and a new test report was completed.

Manufacturer narrative:
System analysis/service repair on november 05, 2015: the reported ¿error 171 during surgery, unable to complete using console¿ was confirmed and was determined to be the result of a faulty resonator. The resonator, di water, desiccant from the resonator was replaced. The fiber port was cleaned to prevent contact corrosion using specific manufacturer's tools. The system was tested and verified to meet manufacturer¿s specifications. The replaced resonator s/n (B)(4) was returned to the manufacturer on december 02, 2015.

Event description:
It was reported during a bph procedure, "error 171 and unable to complete using laser console" was noted. The procedure was completed using an alternate method; turp. Patient outcome: "no injury" to patient was reported.